Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 3/2 amplatzer piccolo occluder was selected for implant in a (B)(6) patient with the following patent ductus arteriosus (pda) dimensions: pda minimal diameter of 2.3 mm, pda length of 10.8 mm and diameter at aortic ampulla of 4.0 mm. During the procedure the device was placed intraductally, but was mis-sized too small. The occluder was found to be protruding into the pulmonary artery (pa). It was thought that the device might sit differently once detached from the delivery cable, so the device was fully detached. This didn't fix the issue so the device was then snared successfully and removed from the patient. A 4/2 amplatzer piccolo occluder was then selected and successfully placed intraductally. The procedure was not extended longer than is clinically significant and the patient remained hemodynamically stable throughout. The patient is stable with no adverse consequences. No additional information was provided.

Manufacturer narrative:
An event of missizing of the 3/2mm piccolo device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. A review of the measurements as reported from the field was performed. Per the sizing table in the instructions for use, arten600059267 revision b , the correct size piccolo occluder for the measurements provided was a 4/2mm, consistent with the successfully implanted device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.